Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post-implant the implantable pulse generator (ipg) migrated downward causing the right atrial (ra) lead and right ventricular (rv) lead to be dislodged and lose slack. It was also reported that the ra lead and rv lead exhibited pacing failure. The ra and rv leads were repositioned and remain in use. The ipg remains in use. No patient complications have been reported as a result of this event.